Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician. This is an ancillary service event. An alarm log review, visual inspection, power on self-test and an internal battery test was performed. During functional testing the device exhibited a low battery alarm. The cause of the alarm was a discharged battery. The battery was replaced to fix the found condition. The pump was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During on-site service, the baxter service technician experienced low battery alarm on a flogard infusion pump. This malfunction was identified during service; therefore there was no patient involvement. Additional information is not available.